Event description:
Technician alleged that the siderails were difficult to operate and latch properly.

Manufacturer narrative:
Technician assisted and supervised the housekeeping staff on properly cleaning the latch blocks and pivot points on the rails to provide proper operation, this resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.